Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The lower case and side bail covers were also found to be broke and battery contacts compressed.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported.